Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Investigations found a loose hand switch female connection on the image acquisition system (ias). The connection was tightened and the imaging system passed all tests and was up and running. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced on the system.

Event description:
Medtronic received information regarding an imaging system being used intra-operatively for a sacroiliac and thoracolumbar procedure. It was reported that the imaging system would not take 3d images. The site tried restarting the system multiple times without result. The procedure was extended less than one hour with no reported impact on patient outcome.

Manufacturer narrative:
Additional information: there was a reported delay to the procedure of thirty minutes due to this issue.